Manufacturer narrative:
Additional information received indicating no patient involvement in the reported event. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump found the pump to be in good physical condition. Functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Customer stated issue was not confirmed and could not be duplicated.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 9.0%. There was no reported injury to the patient.